Event description:
A (B)(4) distributor contacted zoll customer support to report that an unk pt's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belts) was confirmed. As received, the truck cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector.